Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the swivel y-piece of an rt235 infant dual heated evaqua breathing circuit. This was found after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the swivel y-piece of an rt235 infant dual heated evaqua breathing circuit. This was found after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the swivel of the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. It was pressure tested and subsequently submerged in a water bath to identify the reported leak. Results: the pressure test revealed that the returned swivel was within specification. The water bath identified a very minimal air leak from the suction port. This was shown by a small formation of bubbles from the suction port. A lot check could not be performed as a lot number was not provided. Conclusion: no fault was found with the returned swivel. We were unable to determine the cause of the problem reported by the customer. All breathing circuits are pressure tested before they leave the production line. Any circuits that fail are rejected. The subject rt235 infant dual heated evaqua breathing circuit would have passed the pressure test following production. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."